Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient last had therapy three years ago, and the patient programmer was unable to communicate with the ipg. Subsequently, surgical intervention was taken and the patient's scs ipg was removed.